Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced blood glucose (bg) over 500 mg/dl. The cause of the elevated bg was unknown. Customer set a temporary increased basal rate in the pump to address bg.